Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.5x38mm stent delivery system (sds) was returned for analysis. The distal end of the device was returned only. A visual examination of the crimped stent found extensive damage to the stent. Proximal & centre struts were stretched, bunched, overlapping and misaligned and were pulled distally on the balloon, the distal end struts were pulled over the distal markerband towards the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Hypotube not returned for analysis. A visual and tactile examination found a break in the extrusion 150mm from the distal end of the tip. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jul-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 33x2.50mm target lesion was located in the mildly tortuous and severely calcified distal left anterior descending (lad) artery. After pre-dilatation, a 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and shaft break.